Manufacturer narrative:
The IFU for the reported product model was reviewed and confirmed to include hypotony and choroidal detachment as a known complication. The device history record (DHR) could not be reviewed, as no specific serial or lot information was available. The product was manufactured, tested, and released in accordance with validated procedures. As the device is not available for return, no device malfunction could be confirmed.

Event description:
Dr had two cases of hypotony with the clear path we discussed ligation strategies, fenestrating and wicking we made sure that she did a nice dissection radially to fit the clear path. Patient's pressure was 24 so she decided to just do 190 nylon wick. She was very happy. We were there to support her. I will follow up tomorrow. Case closed very nice with a quiet eye.